Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.a review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The customer stated that there was no patient involvement.

Event description:
(B)(4). Confirmed 354.6770 error at power on. Unit is missing latch, disk holder, and handle. Removed case and connected oscilloscope to pin 7 pressure_disc_sensor on the logic board. Observed 0 volts out on pin 7 during power on self test (post). A pressure disk was installed to maintain pressure board voltage supply after post. Used a dmm on ohms to confirm continuity from the logic board pin 7 to the crimp terminal and the wire on the pressure board harness. Also confirmed an open connection between the wire and the crimp terminal at pin 8 on the pressure board. Touched the wire and observed that the open circuit between pin 7 on the logic board and pin 8 of the pressure board now indicated 2.8 ohms and the unit now passes post with the expected signal level of approximately 500 mv. Next, mechanically moved the wire while observing the oscilloscope signal. The signal moved toward 0 volts when the wire was moved and eventually settled at 0 volts and the 354.6770 error reoccurred. The pressure board harness was removed and retained by the ops lab. Syringe to be returned to service for harness replacement and completion via the normal process. (B)(4).